Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text: device not returned.

Event description:
It was reported, that an occlusion alarm occurred. Customer changed the infusion set. There was no reported adverse impact to customer's blood glucose. As the occlusion occurred had been resolved. Cause of blockage was not known. Reportedly, customer resumed pump therapy.